Manufacturer narrative:
Investigation results: visual investigation: there are heavy wear marks on the first and back side of insert and knob. The welding seam of connector insert/knob was fractured. Cause of error: based on heavy wear marks on the insert ant bottom, we assume high stress/strain. This high stress ultimately led to the fracture of the weld seam between the insert and the bottom. The welds were correctly manufactured according to the specifications. Based on the damage pattern, we assume that these changed force ratios may have led to overloading of the weld seam and ultimately to fracture. Corrective action: it might be assumed that the welding design would not be suitable for the application. Therefore, the design of the weld should be verified.

Manufacturer narrative:
Investigation results: the device was returned to the manufacturer on 08july2020. We assume, that the root cause probably, design error in connection with a user error. Due to the fact, that no lot number was provided. A review of the device history records for the complained device is not possible. Further investigation is on going. The updated evaluation will be submitted, in a supplemental report if available.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report, if applicable or available.

Event description:
It was reported that there was an issue with the inserter shaft. During impaction of the trial implant, part of the inserter broke apart. It was retrieved from the surgical site; an additional x-ray or intervention was not required. It caused a surgical delay of 1-2 minutes. All information has been provided.